Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Concomitant medical device: 300-01-09, 3674913 - equinoxe, humeral stem primary, press fit 9mm, 315-15-05, 3931094 - glenosphere locking screw (product not in ss), 320-38-00, 3944722 - equinoxe reverse 38mm humeral liner +0, 320-10-00, 3975237 - equinoxe reverse tray adapter plate tray +0, 320-20-00, 3959446 - eq reverse torque defining screw kit, 320-15-01, 3935594 - eq rev glenoid plate.

Event description:
As reported, this female patient had an initial right tsa on (B)(6) 2015. The patient was revised due to infection. A washout was performed and the liner and glenosphere were exchanged. There was no breakage of device or surgical delay/prolongation reported. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. The devices will not be returned. No additional information.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device.